Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure, the perclose pinched the artery and the vascular surgeon planned to perform a cutdown on the right common femoral to be repaired. Ew reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).